Event description:
It was reported that during a procedure two everest inflation devices failed to work. The needle in both devices failed to move. No patient injury occurred.

Manufacturer narrative:
Evaluation, results: (root cause cannot be confirmed - device not returned for evaluation). Conclusion: unable to confirm complaint (root cause cannot be confirmed - device not returned for evaluation). (B)(4).

Event description:
Device evaluation: analysis of the returned everest inflation devices suggest the devices may have been exposed to conditions beyond single use in a clinical setting. The damage seen indicates exposure to excessive heat or multiple uses. Everest device exhibits one or more condition consistent with rust, melted plastic, surface scratches, corrosion and stress cracks.

Manufacturer narrative:
Result: melted plastic, stress cracks, rust. Possible re-use of device. Conclusion: could not replicate reported failure mode due to condition of returned device.